Event description:
It was reported that renasys touch make full tank/blocked alarm, although there is no wound exudate in the container. The renasys touch 300ml canister gelling material (bag) in case of rupture spread the material. It is unknown if there was any patient involved.

Manufacturer narrative:
H3, h6: the devices, used in treatment, have not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the devices and the reported event or determine a root cause on this occasion. Probable causes include kinks, leaks and blockages within the vacuum circuit, the IFU offers further guidance. No batch/lot number for the renasys pump device has been provided, rendering a review of the DHR not possible. It can be confirmed that the concomitant canister batch/lot number supplied, met the specification at the time of manufacture. A complaint history review found further similar incidents in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.